Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad which was observed during evaluation. Evaluation found the leftmost blue soft key, the "on/off" key and "setup" key to be inoperable caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.